Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver not showing the end of life alert while the smart device was, was reported. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. The receiver was received for evaluation. A follow up report will be submitted when evaluation is complete. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver not showing the end of life countdown while the smart device was, was reported. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and the receiver passed testing. Functional testing was performed and the receiver passed all relevant testing. Review of the log data confirmed the reported issue. The probable cause could not be determined. No additional event or patient information is available.